Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain and skin erosion reportedly resolved. This is the final report.

Event description:
The recipient is reportedly experiencing device migration. The recipient is presenting with skin erosion, crusting, and pain due to glasses. The recipient was given moleskin. Revision surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.